Manufacturer narrative:
D4 lot#: corrected d4 expiration date: corrected d4 gtin: corrected d9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated h4 manufacturing date: corrected due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was returned broken/fractured below the hub. There was procedural fluid in the catheter hub. There were no other anomalies noted. The hub and tip were intact. Functional inspection was not required as the defect was confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported the physician used the subject aspiration catheter in combination with the retriever stent for aspiration and retrieval. After two attempts, blood flow was successfully restored. The physician then adjusted the position of the catheter for angiography. During the retraction and adjustment process, the proximal part of the catheter shaft which was outside the body broke. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the patient¿s anatomy was moderately tortuous. The device was returned for analysis; the catheter shaft was fractured below the hub. There was procedural fluid in the catheter hub. Based on a review of all available information and the analysis of the returned device it is probable the catheter shaft fractured while adjusting the position of the catheter due to some procedural factors. The as reported/as analysed event ¿catheter shaft broken/fractured during use' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets company's design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during acute middle cerebral artery (mca) occlusion procedure, the proximal part of subject catheter shaft which was outside the body broke. Without affecting the patient, the physician utilized the tail of the subject catheter for bridging. Angiography showed good restoration of blood flow and surgery was concluded. No additional information available.

Event description:
It was reported that during acute middle cerebral artery (mca) occlusion procedure, the proximal part of subject catheter shaft which was outside the body broke. Without affecting the patient, the physician utilized the tail of the subject catheter for bridging. Angiography showed good restoration of blood flow and surgery was concluded. No additional information available.